Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018, due to the patient¿s lvad system was producing low flow alarms attributed to continued hypertension (htn) (map 109 this visit). A CT scan appears to have outflow graft (ofg) kink/twist. The patient with constant low flow alarms, decreased speed in clinic the customer put the patient on extended silence and turned the patient¿s lvad speed back up. An echocardiogram was completed. A CT scan images from a CT abdominal was done at the patient¿s last visit. A computed tomography angiography (cta) was indeterminate for a ofg twist. A gated CT was ordered. The patient was hemodynamically stable and low flow alarms stopped. Additional information received on 09jul2018, the patient has had low flow alarms for some time at home likely from a combination of right heat (rv) failure, hypertension (htn), fluid status, medication noncompliance etc. A CT angiography was done which was unremarkable for vad issues however the specific area where a possible twist might be, could not be well visualized. The patient had a ramp echocardiogram which showed the valve shut at approx. 6000 rpm. The speed was increased from 5000 to 5500. Echo showed the left ventricular ejection fraction was low normal (50-54%). The calculated lvef was 51%. The patient¿s work up was negative so far and stable labs/vitals without low flow alarms. The patient requested to be discharged on (B)(6) 2018, due to childcare issues at home. Given the time of day and sudden nature of discharge the patient has been instructed to follow up in the vad clinic to monitor the patient¿s rv/symptoms with speed increase, determine any further imaging needed to assess her outflow graft. Coumadin was continued. The patient¿s htn regimen was continued on discharge. The patient will be seen by palliative care. No additional information was provided.

Manufacturer narrative:
(Device codes): inadvertently omitted in the initial regulatory report. Additional information. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of a twisted outflow graft could not be confirmed based on the submitted photos. The account reported that the computed tomography (CT) angiography were indeterminate for the suspected outflow graft twist as the images could not be well visualized. In addition, low flow events could not be confirmed as relevant log files were not submitted. Although the report of suspected outflow graft twist and low flow events could not be confirmed through this evaluation, it should be noted that the twist could have contributed to low flow events. A direct correlation between the reported events and heartmate 3 left ventricular assist system could not be conclusively established through this evaluation. The patient remains ongoing on pump support and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU also describes the pump flow display and the hazard alarms. The low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, and changes in the patient¿s condition can result in low flow. This IFU and the heartmate 3 lvas patient handbook describe the actions to take in the event of a low flow alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.